Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the myocardial tissue is torn, approximately 1 cm in length, along the inflow margin of attachment in the left right inferior coaptive area. Tissue remains in place under the cloth above the stitching line. The sewing ring appears slightly everted. A blue monofilament suture remains attached to the sewing ring adjacent to the tear. A small tear is noted on the sewing ring adjacent to the blue monofilament suture. All leaflets are in the open position. All leaflets are flexible and intact. All commissures are intact. The instructions for use (IFU) states: ¿bioprosthesis implantation- take care not to evert (roll outward) the inflow end of the bioprosthesis when suturing the valve to the patient¿s annulus. Eversion could damage the valve tissue.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant procedure of this 27mm aortic bioprosthetic valve, it was observed that there were bubbles between the leaflets and the seam and it looked as if the tissue would dissolve. No patient involvement was reported.